Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. The catheter restriction alarm indicates that the intra aortic balloon cannot inflate or deflate normally because airflow through the catheter or tubing is blocked. When this occurs the cardiosave automatically enters standby and keeps the balloon deflated to avoid unsafe pumping.

Event description:
It was reported that the intra-aortic balloon (iab) catheter restriction / occlusion detected. There was no patient harm or injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).